Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the device had "cord damage." It is unk if the device was used in surgery. It is unk if there were injuries or medical interventions reported. There was no additional info provided.